Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 320122, batch no: 9064620. It was reported that during use of the bd ultra fine¿ pen needle there was no insulin flow when taking injection. The following information was provided by the initial reporter: consumer reported: no insulin flow when taking injection. Takes 40 units per day, during injection, flow stopped at 14 units, had to use second pen needle to complete dosage. Always primes before injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320122 batch no: 9064620. It was reported that during use of the bd ultra fine¿ pen needle there was no insulin flow when taking injection. The following information was provided by the initial reporter: consumer reported: no insulin flow when taking injection. Takes 40 units per day, during injection, flow stopped at 14 units, had to use second pen needle to complete dosage. Always primes before injection.